Event description:
On january 3, 2024 I purchased several hundred dollars of superpatches which I received (B)(6). On jan. 16th, I requested a full refund of my purchase price in accordance with the superpatch 30-day guarantee listed on the bill of purchase and on their website. I purchased the patches primarily for my wife. She is not overly sensitive, however after using the patch she experienced a severe skin reaction including redness and itching which persisted over 2 weeks after her severe reaction to the patch. She was treated with cortisone cream, but still the redness and itching persists. Her doctor advised to not rechallenge with the patch. I returned almost all the patches (she used only 2) yet the company has not refunded any money as of jan 27, 2024. Based on my information, these patches are being sold as a cure for many ailments, but are just stickers. It is classic pseudo-science. Ref report: mw5161565.